Manufacturer narrative:
The insulin pump passed the displacement test and rewind test. The insulin pump alarmed for a motor error during the basic occlusion test due to moisture damage on the motor assembly. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, scratched reservoir window and cracked battery tube threads.

Event description:
Customer reports to have received a motor error alarm during priming. Customer's blood glucose was 115 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was unable to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.